Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 21.9 cm distal to the distal end of strain relief and multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The totally occluded target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00x32mm promus element plus drug eluting stent was advanced but the shaft got broken. The device was completely removed from the patients body and the procedure was completed with a non boston scientific device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that shaft break occurred. The totally occluded target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00x32mm promus element plus drug eluting stent was advanced but the shaft got broken. The device was completely removed from the patients body and the procedure was completed with a non boston scientific device. There were no complications reported and the patient status was stable.